Event description:
It was reported that the patient presented in clinic after experiencing syncope. Upon investigation, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event.